Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was unable to be duplicated. Device was within the manufacturing delivery accuracy specifications. No failed accuracy test was found. Service performed preventive maintenance and all functional tests to pass. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
It was reported that the device was being tested and the delivery accuracy result was -8.25%. No patient involvement.